Event description:
Provider states consumer was hit by a car while riding in his power chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Not a pride issue, car accident.

Event description:
Provider states consumer was hit by a car while riding in his power chair.